Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vessel spasm occurred. A 190cm filterwire ez was selected and advanced to treat the stenosed target lesion located in the internal carotid artery. During procedure, excessive resistance was encountered upon deploying and retrieving the filter wire. An episode of spasm in the artery was described by the physician, who commented that the vertical angle of the filter once deployed, may have been a contributing factor to the occurring spasm. The patient experienced left sided weakness in the arm and speech was affected momentarily during spasm. This resolved spontaneously by the close of the procedure, with no known consequences. The procedure was completed with this device. No additional patient complications were reported and the patient's status is stable.

Event description:
It was reported that a vessel spasm occurred. A 190cm filterwire ez was selected and advanced to treat the stenosed target lesion located in the internal carotid artery. During procedure, excessive resistance was encountered upon deploying and retrieving the filter wire. An episode of spasm in the artery was described by the physician, who commented that the vertical angle of the filter once deployed, may have been a contributing factor to the occurring spasm. The patient experienced left sided weakness in the arm and speech was affected momentarily during spasm. This resolved spontaneously by the close of the procedure, with no known consequences. The procedure was completed with this device. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The protection wire and the retrieval sheath were returned inside a header bag, then inside a filterwire box. All were packed inside a double plastic bag. The delivery sheath was not returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found slightly curved. It was not wavy, or stretched. The filter bag was found deployed and in good condition. Blood was found on the inside of the retrieval sheath. The marker band was found slightly crushed. The retrieval sheath was found kinked approximately at 142 cm, when measured from the distal end of the retrieval sheath. The cis technician was able to perform the sheathing/unsheathing test successfully. The filter bag was successfully retracted and then deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).